Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with 70% stenosis. During stent implantation, the turntrac guide wire tip separated and was retrieved using a snare device. There was no resistance during advancement or removal. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported tip separation; however, the subsequent treatment appears to be related to the operational context of the procedure. Additionally, the separated portion of the guide wire was retrieved using a snare device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.